Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors to the gib and ffb pcb assemblies were evaluated and the reseated. The 5vdc power supply was also adjusted and the power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system encountered the error during the boot process and the system was removed from the case. No patient serious injury or death was reported related to this event.